Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product was returned. Batch history review: a review of device quality and manufacturing history records are not possible because the lot number is unknown. Conclusion: not possible to determine an exact conclusion or root cause. Rationale: if further information or a product is returned, the investigation will be reopened. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080788, received by FDA, there was a serious injury that required intervention. It was reported that a patient underwent a revision due to early loosening of a left total knee. The initial implant date and concomitant implants were not provided. On (B)(6) 2018, it was noted that there was loosening. On (B)(6) 2018, the revision surgery was performed. Further information about patient condition, outcome, and laboratory or diagnostic results were not provided.